Event description:
Information was received that the patient's generator was replaced. The explanting facility historically does not return explanted products so device return is not expected.

Event description:
Additional programming data was obtained for the patient's device. There were no issues observed with device performance.

Event description:
It was reported by a patient that she was in a motor vehicle accident in (B)(6) 2017 and has had an increase in seizures. The patient reported that her fiancée swiped the magnet and she did not come out of her seizure like she usually does. The patient is concerned that the vns needs to be replaced. She reports that she does not feel magnet stimulation. The vns was checked by the physician 1-2 months prior to this event and everything was fine. She also thinks she may need a battery change. Additional relevant information has not been received to-date.